Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced a reboot after it beeped. The insulin pump's screen was blank and then the home screen reappeared. Her blood glucose level was not reported. The customer was unable to continue troubleshooting. The product was not returned. Nothing further to report.